Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the trochanteric fixation nail advance (tfna) system was broken. The broken device was removed. This report is for a tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: a photo-investigation was performed on the images provided. Upon inspecting the images provided, the nail was observed to be broken into to pieces, both pieces are shown on the picture, reported condition can be confirmed. No other issues were found. Conclusion: during the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part #: 04.037.042s , synthes lot #: 17l0387, manufacturing site: selzach, release to warehouse date: 10sep2019, expiration date: 01sep2029, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year is known. H3, h4, h6: part: 04.037.042s. Lot: 17l0387. Release to warehouse date: september 9, 2019. Manufacturing site: monument. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned tfna fem nail ø10 130° l170 timo15 determined that the nail had broken across the proximal helical blade junction hole. Signs of use could be noted on the device which would not contribute to the complaint condition. No other issues were identified. The dimensional inspection was performed and the device met specifications. The observed condition of the tfna fem nail ø10 130° l170 timo15 was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the tfna fem nail ø10 130° l170 timo15 was observed to have broken postoperatively. While no definitive root cause could be determined from the available information, it is probable that the tfna fem nail ø10 130° l170 timo15 had broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: - ti cannulated trochanteric fixation nail - advanced, 130 deg. - ø10mm ti cannulated trochanteric femoral nail - advanced, 170mm & 200mm. Dimensional inspection: major outer diameter: conforming. Device used: caliper. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.